Manufacturer narrative:
The investigator assessed that there were no events reported to be directly related to malfunction of resolute integrity stents. 2 deaths were related to target vessel myocardial infarction; one patient with definite stent thrombosis 3 days after a pci that involved the implantation of resolute integrity zotarolimus eluting stent; one patient died from target vessel myocardial infarction 251 days after the index pci procedure. The investigator assessed that myocardial infarction events were related to the resolute integrity. There were 4 cases of target vessel myocardial infarction related to definite stent thrombosis, including the previously mentioned patient that suffered definite stent thrombosis 3 days after a pci. It was reported that there were 3 cases of target vessel myocardial infarction without definite stent thrombosis but with target lesion revascularization; and the previously mentioned patient who died from target vessel myocardial infarction 251 days after the index pci procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Outcomes in patients treated with thin-strut, very thin-strut, or ultrathin-strut drug-eluting stents in small coronary vessels. A prespecified analysis of the randomized bio-resort trial doi:10.1001/jamacardio.2019.1776. If information is provided in the future, a supplemental report will be issued.

Event description:
A study was carried out, aimed at assessing the outcome of all comer patients with small coronary vessel lesions that were treated with three dissimilar types of drug eluting stent (des). 1506 patients were implanted with a des, of these 485 received a resolute integrity rx coronary drug eluting stent. Adverse events reported at follow up included cardiac death, target vessel mi, tlr, tlf, definitive or probable stent thrombosis. It was also indicated that next generation resolute onyx drug eluting stents showed lower tlr rates compared to previous studies with previous generation des.